Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was a delay to starting precleaning. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to damage on the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the control section mouthpiece was loose, the adhesive around the objective and light guide lenses was peeled, the connecting tube was dented and wrinkled, the control unit was discolored, the suction cylinder was shaved, the electrical connector was discolored due to water leakage, a flare occurred due to a scratch on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis lucera gastrointestinal videoscope to olympus for inspection and during the evaluation the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: g2 (health professional should not be selected on the initial), h8, h10 (information regarding the customer's reprocessing steps was inadvertently missed on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). It was also noted there were no abnormalities in the accessories used for reprocessing and the scope was immersed in a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcr type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcr type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.